Manufacturer narrative:
(B)(4). Batch # m5230g. Additional information was requested and the following was obtained: was the procedure a laparoscopic duodenal switch or a sleeve gastrectomy? Lap ds did the device staple? Yes. Were there any staples missing from the staple line? Unknown staples all in bunch. Photographic analysis: based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line. The analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The reported event could not be confirmed as the device was returned out of its sterile package. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the fundus of the stomach, when the surgeon fired the last firing, the knife of the stapler pushed the tissue forward without transacting it. The surgeon then decided to over-sew the tissue. The surgical staff has also noted it is extremely difficult to remove the paper/film packaging layer of the product. There were no adverse consequences for the patient reported. There was a delay of twenty minutes.